Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-may-2023. H6: investigation summary bd received an opened 22 gauge nexiva single port unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the clamp was missing from the unit. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was missing its tubing clamp. The following information was provided by the initial reporter: "for the 22g piv: event date: mid-april. Patient harm: none. No clamp was discovered before piv was used on a patient. Medical intervention/treatment: none."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was missing its tubing clamp. The following information was provided by the initial reporter: "for the 22g piv: event date: mid-april patient harm: none. No clamp was discovered before piv was used on a patient. Medical intervention/treatment: none".